Event description:
It was reported that there was no volume while the ventilator was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported loss of volume to patient. No parts were replaced. The ventilator passed all safety and functional tests and was returned for clinical use. The ventilator logs were downloaded for further evaluation. The event log confirms several alarms have been generated as an indication of difficulties with ventilating the patient. The logs show that the ventilator was set to prvc ventilation mode and that alarms for high airway pressure, regulation pressure limited, high peep and expiratory minute volume low. Those alarms indicate that the ventilator was functioning and it attempted to deliver the set tidal volumes but it failed due to the imposed restriction of the set upper pressure limit. The difficulties may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance. Successful pre-use checks were performed prior and after the event. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The cause of the reported problem is attributed to user error or clinical application error. There is no indication of a ventilator malfunction at the time of the event. (B)(4). Exemption #: e2018003. (B)(4).

Event description:
(B)(4).